Event description:
It was reported that pt underwent total hip arthroplasty in 2008. During procedure, instrument broke and a small metal ring fell in the pt. Surgeon removed the ring and post-op radiographs found no evidence of foreign object retention of pt.

Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. Other - eval of returned device found evidence that the instrument fractured at a laser weld as a result of vibration. It was further identified that the weld was brittle.